Event description:
Here is the email that kent sent to me: here are the logs for the g5 that was on a patient on (B)(6) 2019 around 11:30pm. Here is what I got from respiratory. "The hamilton vent was on a patient and would not return tidal volumes no matter what mode the patient was placed in. Several vent changes were made and bagged the patient in between but there was no change in the result. The patient was removed from the hamilton g5 and placed on a pb840 which resolved the problem." Contact: (B)(6).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not be determined. A possible root cause is a leakage at the inspiratory or expiratory port due to a consumable part e.g. A membrane or filter incorrectly placed or sticky/polluted what could lead to a user error. Details of the consumable part however are missing. Also a leakage at the tube connection could be a possible root cause. There was no patient or user harm reported.